Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced anisometropia. The iol was exchanged in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution was dried on the lens. Broken haptic damage was observed. The optic has areas that are split/cracked on the anterior and the posterior surfaces. The optic was torn/cut into two pieces, typical of an insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge with a qualified handpiece. Cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A non-qualified viscoelastic was used. Information was provided by a hcp that the lens was explanted due to anisometropia. The 21.5 diopter toric lens model was replaced with a non-toric (non-manufacturer) lens model, one half diopter less in power. The selection of a non-toric lens model as a replacement for the original toric lens model would reasonably suggest that the event may be related to a calculation error rather than a device malfunction. A lens bench evaluation could not be performed due to the lens being returned in pieces. The explanted lens had additional areas of damage. It cannot be confirmed if the additional lens damage occurred during implant or during the explant of the lens. The root cause for the additional damage may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the patient's prognosis is good.